Manufacturer narrative:
Correction of model number from previously submitted 305 (aortic) to 310 (mitral).

Manufacturer narrative:
Citation: tretter j et al. Sequential percutaneous closure of mitral prosthetic paravalvular leak and complex communicating pseudoaneurysms of the ascending aorta and subvalvar left ventricular outflow tract. Catheterization and cardiovascular interventions 2016; 88:150¿156. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with a complex medical history including aortic coarctation repaired in childhood, a spider bite leading to endocarditis and consequent aortic and mitral regurgitation requiring double valve replacement, heart failure, chronic kidney disease, and hepatitis c. Several weeks later, a second aortic valve was performed with a homograft for reinfection and erosion of the annulus, along with repair of a left ventricle to right atrial shunt and mitral paravalvular leak (pvl). The patient then developed an ascending aortic pseudoaneurysm and recurrent moderate mitral pvl that was addressed with redo mitral valve replacement including implant of a medtronic 25-mm mosaic bioprosthetic valve (serial number not provided). Approximately four years later, the patient was hospitalized for worsening heart failure symptoms. Diagnostic testing revealed severe mitral pvl with right ventricular dysfunction and two large ascending aortic pseudoaneurysms. Over the course of the next few months the patient then underwent a series of percutaneous closure procedures to address the mitral prosthetic pvl and complex communicating ascending aortic and subvalvar left ventricular outflow tract (lvot) pseudoaneurysms. No further information was provided regarding the mitral bioprosthetic valve, and presumably remained implanted throughout these interventions. At a seven month follow-up the patient was noted as clinically well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.